Event description:
It was reported that the balloon was difficult to withdraw through the sheath. A pcb 2cm cutting balloon was selected for use in an angioplasty procedure of the left arm. It was used to treat stenosis of venous segment of brachio-basilic av fistula, distal to previously inserted stent. The balloon was introduced into the vessel through a non-boston scientific 7fr sheath. The balloon was inflated twice, but less than the rated burst pressure. During inflation, it was noted that the balloon did not inflate properly. The balloon was successfully deflated however, there was difficulty tracking the balloon backwards through the sheath. The balloon appeared to be stuck. After over-deflating the balloon, it was managed to be removed through the sheath. Upon removal of the sheath, the blades on the balloon had cut through the sheath. The procedure was completed with the original device as the issue was not apparent until after the sheath was removed at the end of the procedure. There were no patient complications.

Event description:
It was reported that the balloon was difficult to withdraw through the sheath. A 2cm peripheral cutting balloon was selected for use in an angioplasty procedure of the left arm. It was used to treat stenosis of venous segment of brachio-basilic av fistula, distal to previously inserted stent. The balloon was introduced into the vessel through a non-boston scientific 7fr sheath. The balloon was inflated twice, but less than the rated burst pressure. During inflation, it was noted that the balloon did not inflate properly. The balloon was successfully deflated however, there was difficulty tracking the balloon backwards through the sheath. The balloon appeared to be stuck. After over-deflating the balloon, it was managed to be removed through the sheath. Upon removal of the sheath, the blades on the balloon had cut through the sheath. The procedure was completed with the original device as the issue was not apparent until after the sheath was removed at the end of the procedure. There were no patient complications.

Manufacturer narrative:
Device eval by MFR: the device was returned, and analysis completed. A vacuum was pulled using an encore inflation device and the device was successfully loaded onto the 0.018 guidewire with no issues noted. The investigator applied a vacuum and successfully advanced the device through a boston scientific 7fr customers sheath successfully and withdrew the device without any resistance issues or damage to the sheath noted. A visual examination of the balloon found no issues. The markerbands and blades and tip section of the device were visually examined, and no issues were noted with the markerbands, blades or tip of the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination of the hypotube shaft found no issues with the shaft.